Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent high pacing lead impedances were observed in the clinic. During a lead revision procedure, the pulse generator exhibited a connector anomaly. The device was explanted and replaced without issue.

Manufacturer narrative:
Final analysis revealed that the contact spring was dislodged inside the header. Excessive epoxy found on the contact spring most likely caused dislodgement of the spring and also contributed to the reported lead impedance anomaly.